Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, edwards received notification of a 44mm evoque procedure. On post operative day (pod) 1, the patient experienced a complete av block with cardiac arrest and resuscitation, electrical cardioversion and temporary pacemaker were performed. Later on the same day, a permanent pacemaker was implanted. In thoracic x-ray post resuscitation, moderate hemothorax due to rib fracture was detected.